Manufacturer narrative:
H10: the device, used in treatment, has been returned for evaluation. Visual inspection of device found defects to outer case. Functional evaluation of device found that it was operating within the expected parameters with no faults, meaning no relationship was established between the device and reported event. Probable root cause for the reported suction failure may be that the dressing attached to device was not applied correctly, meaning no vacuum generated. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, one renasys touch non connect does not suck when the machine indicates the opposite. Treatment was resumed, with a smith and nephew back-up device. No health consequences were reported.